Manufacturer narrative:
A ge service rep performed an on site investigation. The joystick, mcu board, and the motor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had loss of motorized motion. No pt injury was reported.